Event description:
It was reported that there was an artificial urinary sphincter (aus) malfunctioned, and the patient experienced incontinence. A surgical procedure was performed to replace the system. There were no patient complications.